Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization for this event. The patient was treated with vancomycin (intravenous (IV), dose unknown, frequency and duration not reported) and ceftazidime (IV, dose unknown, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital and began treatment with ceftazidime (intraperitoneally, for 2 weeks, dose and frequency not reported). The cause of the peritonitis is unknown. Dianeal therapy was ongoing. The patient was recovered from this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a02115 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot number h14a02115. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).